Event description:
Olympus was reported that the subject device was broken after tissue dissection for around an hour. There was no patient harm.

Manufacturer narrative:
Olympus followed up the user facility to obtain the additional information. It was confirmed that the probe tip broke off outside the patient. The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15 mm from the distal end. The broken piece of the probe was not returned. There was a scratch at the downside of broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the patient body, the probe broke due to the stress of touching physically. Even when falling off outside the patient body recurs, it would never lead to falling off inside the patient body. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.